Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system would not fluoro outside a case. No pt injury was reported.